Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The customer was treated for high blood glucose with manual injections. The customer using insulin pump when event was reported. Customer reported that the insulin pump had multiple pump errors. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.